Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the peritonitis event. Although no final culture results are available and the cause of the peritonitis remains undetermined, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The initial cultures show gram-positive cocci which constitute approximately 43-64% of all pd peritonitis episodes with the entry pathway possibly being contamination during the exchange procedure, gastrointestinal bacterial translocation and catheter related. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
During a follow-up call for a draining slowly message received during treatment utilizing the liberty select cycler on (B)(6) 2023, this peritoneal dialysis (pd) patient reported going to the hospital the following day to complete treatment. Additionally, the patient reported receiving heparin multiple times as a pd catheter obstruction was suspected. The patient then reported the physician and pd nurse showed concern for peritonitis, but nothing had been confirmed. The patient was scheduled to go into the clinic for an x-ray and pd catheter manipulation. The patient then reported symptoms of abdominal pain and pain upon breathing. Additional information was obtained through follow-up with the patient¿s pd nurse. It was confirmed the patient went to the hospital to complete a treatment on (B)(6) 2023; however, was not admitted. On (B)(6) 2023 the patient came to the pd clinic for a scheduled pd catheter manipulation. The patient was diagnosed with peritonitis during that visit. No additional symptoms were provided. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy (drug, dose, route, frequency, and duration not provided). Initial culture results were positive for gram-positive cocci. The final results were pending. The patient continues to complete pd therapy utilizing the liberty select cycler during recovery. The patient has not been hospitalized for this event. The cause of the peritonitis is unknown. No further information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a follow-up call for a draining slowly message received during treatment utilizing the liberty select cycler on (B)(6) 2023, this peritoneal dialysis (pd) patient reported going to the hospital the following day to complete treatment. Additionally, the patient reported receiving heparin multiple times as a pd catheter obstruction was suspected. The patient then reported the physician and pd nurse showed concern for peritonitis, but nothing had been confirmed. The patient was scheduled to go into the clinic for an x-ray and pd catheter manipulation. The patient then reported symptoms of abdominal pain and pain upon breathing. Additional information was obtained through follow-up with the patient¿s pd nurse. It was confirmed the patient went to the hospital to complete a treatment on (B)(6) 2023; however, was not admitted. On (B)(6) 2023 the patient came to the pd clinic for a scheduled pd catheter manipulation. The patient was diagnosed with peritonitis during that visit. No additional symptoms were provided. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy (drug, dose, route, frequency, and duration not provided). Initial culture results were positive for gram-positive cocci. The final results were pending. The patient continues to complete pd therapy utilizing the liberty select cycler during recovery. The patient has not been hospitalized for this event. The cause of the peritonitis is unknown. No further information was provided.